Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a trans-arterial embolization (tae) procedure in the pancreatic artery using penumbra smart coils (smart coils) and two non-penumbra microcatheters. During the procedure, the physician successfully implanted one smart coil in the target vessel using both microcatheters. The physician then attempted to advance the next smart coil out of its introducer sheath; however, the smart coil was stuck within its introducer sheath. The physician made an additional attempt to advance the smart coil out of its introducer sheath; however, it was unsuccessful. Therefore, the smart coil was removed. The procedure was completed using seven smart coils and the same microcatheters. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 18.0 cm, 30.0 cm, 89.0 cm and 101.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and had offset coil winds along its length. Conclusions: evaluation of the returned smart coil revealed offset coil winds along the length of its embolization coil. If the introducer sheath is not properly aligned within the hub of the microcatheter prior to advancement, resistance may be encounter and damages such as offset coil winds may occur. During functional testing, the smart coil was unable to advance through its introducer sheath due to the offset coil winds on its embolization coil. Further evaluation revealed pusher assembly kinks. These kinks were likely incidental to the complaint and could have occurred during packaging for returned to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder